Manufacturer narrative:
The reported complaint was confirmed. The issue was discovered during routine check-up of the unit. Per the manufacturer's technical support specialist, the user facility was trying to charge the battery without turning the unit on. The user facility has been instructed on proper charge methods. Per the user facility's perfusionist, once plugged in and turned on to charge the unit returned to green battery status. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the battery icon on the heart lung machine was red. There was no patient involvement.